Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the consumer informed him that these screws are coming loose because of the wheelchair car lift. It bounces the chair and loosens these screws. MDR filed.